Manufacturer narrative:
An event of device deformity was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 10mm amplatzer septal occluder(aso) was selected for implant. However, the aso deformed into a cobra head shape. The aso was replaced with another same-sized aso and the implant procedure was completed successfully with no consequence to the patient.